Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. The failure being reported in the complaint (lockout valve issue) is not related to any non-conformities associated with this lot number. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the lockout valve of the reservoir was not working so the defective reservoir was replaced with a new one on the spot.

Manufacturer narrative:
A reservoir was received for evaluation. A separation was noted on the reservoir lockout valve. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the lockout reservoir valve occurred after the device packaging was opened. The information received indicated that the lockout valve of the reservoir was not working. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the lockout valve of the reservoir was not working so the defective reservoir was replaced with a new one on the spot.